Event description:
It was reported that on (B)(6) 2010, a 3.5 x 23 xience v stent was implanted in a 99% stenosis in the mid right coronary artery (rca). A 3.5 x 12 mm xience v stent was implanted in an in-stent restenosis of a non-abbott drug eluting stent in the proximal rca. Post-dilatation was performed on both stents and the procedure was completed. On (B)(6), the pt was hospitalized due to ischemia of lower limb. On (B)(6), angiography was performed, at which time occlusions were observed in the peripheral vessels and thrombosis was observed in the 3.5 x 12 xience v stent, which was deployed in proximal rca. Percutaneous peripheral intervention was performed; however, there was no treatment performed in the coronary as the pt had no chest pain. On (B)(6), a 3.5 x 23 xience v stent was deployed in proximal rca due to the thrombosis in the previously implanted 3.5 x 12 xience v stent. At this time, the 3.5 x 23 xience v stent in the mid rca was observed to be 90% re-stenosed; therefore, a 3.0 x 12 xience v stent was deployed in mid rca to complete the procedure. The pt condition is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.5 x 23 mm rx xience v (part # 1009542-23, lot # unk) is being reported under a separate medwatch report number. Evaluation summary: thrombosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the 3.5 x 12 mm xience v stent was implanted to treat in-stent restenosis of a non-abbott drug eluting stent, it should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions. Additionally, the IFU cautions that: when multiple drug-eluting stents are required, use only these stents in order to avoid potential interactions with other drug-eluting or coated stents. Effects of multiple stenting using these stents combined with other drug-eluting stents are also unk. In this case, it cannot be determined whether the IFU deviations contributed to the reported pt effects.